Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician connected the small roller pump display to a lab use only (luo) roller pump. He observed the display function to be normal throughout testing. The display operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The roller pump display functioned as intended. The fsr replaced the roller pump display as a precaution. Release testing was performed successfully. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2022, the system was powered up at 06:50:54 am. At 07:02:43 am, the ccm reported large roller pump missing for seven seconds. The pump display would have been off during that time, but it was possible the display was off and the user power cycled the pump in an attempt to correct the issue. There is no way to tell from the log if the display was off other than the power cycle.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. As a mitigation, the pump was controlled through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.